Event description:
A portion of drain remained in the body upon removal. Patient had to return to surgery to remove piece of drain. "Drain was placed in pt in 2007-then seen for drain removal eleven days later. The suture was cut and drain removed. It was noted that the entire portion of the drain did not come out and appeared to have separated at the junction. Ultrasound performed the next day, identified remaining drain in subq tissue of abdomen where it was subsequently removed."

Manufacturer narrative:
Investigation results: we received the broken drain for investigation. The drain broke at the weakest point where it always breaks when we pull test it, which is the interface between the drain and the hub. Our conclusion is that the drain was simply pulled at strength higher than the joint strength. The minimum pull test specification is 40n compared to 20n required by international standard en 1617. The test results of the same lot were: lot number-p05040712, average (n)-76.5, minimum (n)-57.6. Root cause: the strength of the hub/drain joint was less than the bonding strength of tissue to drain. Corrective action and preventive action: we have increased the wall thickness of the hub by 0.125mm which resulted in an increase of the average tensile strength from 75-80n to about 90n.